Manufacturer narrative:
Investigation summary: qn review: no notifications were written for this batch, nor for the associated assembly batches. DHR review: three assembly batches were used in the production of this order. Assembly batch 7087858 ¿ no defects were recorded, and all product met specification. Assembly batch 7087861 ¿ no defects were recorded, and all product met specification. Assembly batch 7087863 ¿ no defects were recorded, and all product met specification. Investigation results: five syringes, and five needles were returned. The needles were attached to the syringed and tested with a septum, and a rubber stopper. No separation occurred. Investigation conclusion: no possible root cause related to manufacturing. Possible root cause: the end user attached the needle to the syringe. It may not have been fully attached.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle and syringe separated during medication administration. No reported serious injury or medical intervention noted.